Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event involving the product primary plumset, pe lined tubing, 107 inch reporting that leaked at filter vent. There was patient involvement but no patient harm.